Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and rovided the below set of examples for review. Date / time / sg value / bg value: (B)(6) 2025/9:35 am/bgm 81mg/dl cgm 154mg/dl; (B)(6) 2025/10:02 am/bgm 144mg/dl cgm 276mg/dl; (B)(6) 2025/2:43pm/bgm 81 mg/dl cgm 129mg/dl; (B)(6) 2025/1:50 pm/bgm 110mg/dl cgm 252mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 13th may 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to sensor performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies, and this most likely contributed to the variation is sensor values observed. The RMA was authorized to offer the user a sensor replacement. B4.date of this report 11 august 2025. G3.date received by the manufacturer? 11 august 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.